Manufacturer narrative:
H3: analysis of the implantable neurostimulator (s/n: (B)(6)) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. B3: event date is unknown, see b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they wanted to increase their stimulation because they were still having a problem with stool coming out. Agent walked patient through how to connect external devices to implanted neurostimulators and patient was able to successfully connect to their implant. Patient tried to increase stimulation on the call and got a message that said, "maximum settings". Patient attempted to change programs twice but each time they were getting an out of regulation (oor) message. Caller was redirected to healthcare provider (hcp). Additional information was received from a manufacturer representative (rep). The rep reported that patient came in for replacement yesterday and upon interrogation, all impedances were high. Caller stated patient had loss of therapy since possibly around (B)(6). Upon opening the patient in the operating room, it appeared the ins was not attached to the lead at all. Caller stated the ins was replaced and connected to the existing lead and all impedances were normal. Caller has ins to return for analysis and noted there appears to be fat in the header block port. Caller didn't know patient's weight.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.